Event description:
It was reported that during the receiving evaluation process the led cover was found to have broken off of the device. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the led cover was broken and coming off was confirmed during the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the receiving evaluation process the led cover was found to have broken off of the device. No patient involvement or procedural delays were reported with this event.